Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. Insulation damage is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted the due to the length of implant, the large volume of blood ingression on the proximal conductor and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. It was also observed that the proximal conductor was distorted.